Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's outlet side panel was replaced to address the issue. The device passed final testing.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's outlet side panel was replaced to address the issue. The device passed final testing. The trilogy evo outlet side panel was returned for investigation for failing testing. The panel was visually inspected for obvious defects and found that the prox tube connector is broken no further testing of the component is able to be performed due to the physical damage to the component.